Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11-sep-2018, with the following findings: during investigation, the battery compartment had a leak with moisture on the display on all circuit boards, and in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.